Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc patient. The pt was part of the ide study and was implanted with charite discs in 2001 at l5/s1. Patient was not reported as having a negative outcome during the study. Legal documents report that the pt continues to have pain.

Manufacturer narrative:
Little information is known at this time. If additional information is reported, this complaint file shall be updated. No definitive conclusion can be made. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.